Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: complaint was reported as the following: complaint alleges that the aquapak inflated until "burst", generating a splash onto the pt. The alleged incident occurred in the department of pneumology within the hospital. No pt injury reported. Pt current condition is fine.